Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of klebsiella pneumoniae as klebsiella oxytoca in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The identification to klebsiella pneumoniae was obtained via alternate methods of mass spectometry and molecular pna fish testing. The customer stated the discrepant vitek® 2 gn ID result was not reported the treating physician. There was no delay in patient treatment. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states contacted biomérieux to report a misidentification of klebsiella pneumoniae as klebsiella oxytoca in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The identification to klebsiella pneumoniae was obtained via alternate methods of mass spectometry and molecular pna fish testing. Investigational testing was performed using the isolate submitted by the customer. The organism was sub-cultured, and testing included gn cards from the customer's lot and a random lot, in duplicate, the api 20e test kit and vitek® ms. All four gn cards tested resulted in excellent identifications of klebsiella oxytoca, reproducing the customer's misidentification. Api and vitek® ms resulted in the final identification of k. Pneumoniae. A review of the customer's k. Oxytoca data against the expected reactions for k. Pneumoniae demonstrated two atypical positive reaction (ellm and 5kg) contributing to the misidentification. This investigation concluded that this isolate is an atypical strain.